Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device's service light comes on, and then the system will reboot during the user test. There were no reports of patient use associated with the reported failure.